Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. Halfway during deployment of the 9.0 x 30 mm absolute pro vascular stent, resistance was felt with the thumbwheel; and the stent did not fully deploy. When pulling back on the device to try to remove the system, the stent fully deployed in the intended lesion, however it was not fully expanded. A balloon catheter was used inside the stent and another absolute pro stent was deployed inside the stent to fully expand the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned. It may be possible that during use in the anatomy, the distal sheath was entrapped in the challenging anatomy causing resistance with the thumbwheel and deployment difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.